Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the patient experienced no auditory stimulation; the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, october 19, 2015.